Event description:
The accounts engineer stated that the bed has no function and the bed is all the way down.

Manufacturer narrative:
Technical support instructed the engineer to inspect the f9 fuse for voltage. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.